Event description:
On (B)(6) 2011, a spontaneous report was rec'd from another MFR ((B)(4)) regarding a (B)(6) female who rec'd an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included hypothyroidism. The pt's skin type was white. Concomitant medications included levothyroxine. The pt rec'd an injection of perlane (syringe size used and amount injected unk) on (B)(6) 2010, to the chin. Pre-procedure medications included an unspecified topical. Add'l procedures performed at the time of implantation included an injection of one vial of dysport (abobotulinumtoxina) to the crow's feet and chin. On an unspecified date in (B)(6) 2010, two days after the implantation, the pt noted when she laughed she felt numb. The pt only noted the numbness when she laughed. The pt also noted when she laughed, her jaw dropped back in an unattractive manner which was further described as her jaw protruded forward and her teeth protruded. The pt also had difficulty opening her mouth wide when she ate. The pt reported that her speech was altered and then later denied dysphonia, dysarthria and speaking problems. The pt also denied swallowing or breathing difficulties. The pt wondered if it was possible that a nerve was hit and something permanent had occurred. On an unspecified date in (B)(6) 2010 or (B)(6) 2010, the pt was evaluated by her physician, but was unable to laugh to reproduce the events. The eval was unrewarding for the pt and did not yield a treatment recommendation or diagnosis. As of (B)(6) 2010, the pt's symptoms persisted. The lot number and expiration date were unk. Company comment: the pt refused to provide healthcare provider info. Unable to medically confirm the events, therefore company causality is un-assessable.